Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed skin irritation under the ECG electrodes. The skin irritation was bleeding. The patient's physician did not provide any medical intervention for the skin irritation. During a follow-up the patient reported that the skin irritation had healed, but that he had some scarring from the injury.